Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The power cycled and alarmed system error 2367. Per the troubleshooting performed by the technical service representative (tsr), the home patient (hp) reported the patient was connected at the time of the alarm. The hp stated that the patient line was properly primed before they connected. The patient does use patient extensions, and they were connected prior to priming. The hp stated the patient line has not separated from their transfer set. The patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that there were no open clamps on unused supply lines, that nothing unusual was noted with the supplies and there were no leaks or damages noted. The tsr reviewed proper procedures per the user manual with the patient. The hp stated they do not have samples available for evaluation. The tsr advised use of new disposables and instructed the hp to contact peritoneal dialysis registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.